Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a missing sensor needle. Customer stated that when the sensor was removed from the body there was no needle found. Customer stated that the needle does not appear to be left inside the body. Customer's blood glucose levels were not included in the report. Replacement product is being sent.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor retracted inside sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used. Missing all needles.